Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter with no other devices. The mid-shaft was completely separated 113cm from the hub. The separated end was stretched, necked-down and jagged. The distal end of the device was not returned for analysis. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break outside the patient occurred. A 2.00mm x 30mm maverick²¿ balloon catheter was selected. During unpacking, it was noted that the shaft broke in half. The device never entered the patient's body. No patient complications were reported.